Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer stated that the insulin pump still alarmed no delivery during a manual prime as well. The customer's most recent blood glucose was 125 mg/dl. During troubleshooting, the customer was assisted with performing a fixed prime. The insulin exited the tubing and the insulin pump alarmed no delivery. The customer was advised to disconnect and reconnect the infusion set and reservoir. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime; the insulin pump alarmed during the manual prime. The cause of the alarm could not be determined without a complete set change. The customer was advised to replace the infusion set and reservoir as soon as possible. The customer later observed a kink in the infusion set tubing, which he thought may have caused the alarm. He advised that he would change the entire set when he arrived home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.